Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent skin cancer excision on an unknown date in 2010 and suture was used. Following the procedure, the patient experienced an allergic reaction to the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This report is a 30 day initial report, sent as follow-up 1 due to emdr transmission error.

Event description:
It was reported that the patient underwent skin cancer excision on an unknown date in 2010 and suture was used. Following the procedure, the patient experienced an allergic reaction to the suture. Additional information has been requested.